Event description:
The advocate stated that she attempted to test customer's glucose, but the meter was unable to present a strip. The advocate then called paramedics. The advocate did not mention why paramedics were called or what glucose readings they received, but she did say the customer was treated with oral glucose. Several attempts were made to contact the advocate for more information, but they were not successful. The meter is to be returned for evaluation. A new breeze2 meter kit was sent to the customer.